Event description:
It was on (B)(6) 2012, patient sought treatment for a second opinion, following a l4-5 laminectomy and discectomy in (B)(6) 2012 and subsequent staph infection. On (B)(6) 2012, patient reported continued back pain low back pain. Surgeon recommended an l4-5 dlif with partial corpectomies of l4-5; removal of all debris from l4-5 disk material and stabilization of l4-5 motion segment with spinal fusion. Patient underwent l4-l5 diskectomy and fusion with interbody cage. On (B)(6) 2013, less than 3 months after his last surgery, patient again underwent l4-l5 spinal fusion for final screw placement. The patient was implanted with rhbmp-2/acs and allograft. On (B)(6) 2012, patient reported that he still continues to complain of low/central back pain with left lower extremity pain that radiated behind the left knee to the left foot, which he experiences at the present time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.